Event description:
The dr claims that during the placement of the graft in the pt, it "would not clot" (leaked blood, quantity unknown at this time). Add'l clotting agents were used to stop the leakage. The procedure outcome was successful. The graft was left in. The pt's condition is fine. On 1/28/2000, co learned that the quantity of blood that leaked from the graft is unknown and unattainable, the procedure was an abdominal graft placement and the clotting agents used are unknown and unattainable.